Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticm5_12.6, -11.5/1.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 lens repositioning was performed due to lens rotation not associated to low vault but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a longer length lens and the problem resolved.

Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).